Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured" this complaint is captured as deflation for saline implant.

Event description:
Patient reported "one of them has ruptured and is leaking" and "I also understand that there may have been a recall for these implants as well." This record will be for the left side. The device remains implanted.

Event description:
Company representative received information from patient. Patient reported "one of them has ruptured and is leaking" and "I also understand that there may have been a recall for these implants as well." Healthcare provider confirmed left side deflation. This record will be for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Company representative received information from patient. Patient reported "one of them has ruptured and is leaking" and "I also understand that there may have been a recall for these implants as well." Healthcare provider confirmed left side deflation. This record will be for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening device assessed as surgical damage. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported "one of them has ruptured and is leaking" and "I also understand that there may have been a recall for these implants as well." This record will be for the left side. The device remains implanted.